Event description:
It was reported that the medical staff was changing the bandage of the central catheter of the patient and there was a backflow of blood. The infusion sent in the white line was opened and the staff noticed that the infusion line was cracked. There were some splashes of blood from this white line.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use and adhesive residue on the extension lines. After the sample failed functional testing (see below), the proximal line was microscopically examined. The lumen contained a small slit, consistent with coming in contact with a sharp object (needle, scissors, scalpel, etc.) The proximal extension line contained one small slit 56 mm from the luer hub. The total length of the extension line measured to be 140 mm which is consistent with the nominal specification. The inner diameter of the proximal extension line measured to be 1.47 mm which is within specifications. The outer diameter of the proximal extension line measured to be 2.19 mm which is within specifications. This indicates that the wall thickness measured as expected. The catheter was first flushed using a lab inventory syringe to ensure there were no blockages. The distal tip was then occluded, and each extension line was pressurized. When the proximal lumen was pressurized, water leaked from a small slit near the center of the line. The distal and medial lines functioned as expected. A device history record review was performed based on sales history with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by visual and functional examination of the returned sample. The proximal extension line contained a small slit, consistent with coming in contact with a sharp object. The device passed all relevant dimensional inspection and a device history record review was performed based on sales history with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the medical staff was changing the bandage of the central catheter of the patient and there was a backflow of blood. The infusion sent in the white line was opened and the staff noticed that the infusion line was cracked. There were some splashes of blood from this white line.